Event description:
It was reported that lead was implanted after use before date. It was also reported the patient had open heart surgery and the lead was capped to protect the repaired new valve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.